Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) moves. Patient noted that while sleeping on the left side, the device was fold up and make a bump on the chest. The device is still in use. No patient complications have been reported as a result of this event.